Event description:
It was reported that, "revision total hip. Stem and femoral head were replaced."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR as explant got lost by hospital. If add'l info becomes available then it will be submitted in a supplemental report.